Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread broke. A suture from a different manufacturer was used to resolve the issue. There was no patient injury.